Event description:
It was reported that the ventilator failed internal leakage test and pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test and pressure transducer test during pre-use check. Our field service engineer investigated the ventilator on site and replaced the expiratory pressure transducer printed circuit board (pcb). The pcb was returned for further investigation. The returned part, which is an inspiratory pressure transducer pcb has been tested on a ventilator. The pre-use check failed with pressure transducer test. Peep is lower than set, 5 instead of 7. A microscopic investigation showed small subject inside the sensor's cavity. It was noticed by visual inspection that there was a liquid on the backside of the pressure transducer pcb. There is no information on how the liquid spill entered the ventilator system or what kind of liquid spill it was. A defect pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check.

Event description:
Manufacturers ref: #(B)(4).